Event description:
Patient had a mediport revision completed on [date redacted] with placement of a new single lumen bard powerport. Subsequently, the port was accessed successfully several times, each time yielding successful blood return on aspiration. However, the pocket appeared to swell with flushing and patient endorsed pain with accessing/flushing of port. Approximately two weeks later, cvir (cardiovascular and interventional radiology) confirmed reservoir rupture/fracture. Digital subtraction angiography (dsa) was done while injecting contrast into the reservoir, which showed inferior/posterior reservoir leakage of contrast into the pocket, in keeping with reservoir rupture/fracture. Port was removed and a new bard clearvue mediport was placed.